Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of an erroneous elecsys anti-hcv gen.2 immunoassay ((B)(6)) result for one patient sample tested on a cobas 6000 e 601 module. The initial (B)(6) from the primary sample tube. This result was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated after transferring the sample from the tube to a sample cup and the (B)(6). On (B)(6) 2018 a new sample was collected and the (B)(6) from the primary sample tube. The new sample was repeated after transferring the sample from the tube to a sample cup and the (B)(6). There was no allegation of an adverse event. The anti-hcvii reagent lot number was 26719300 with an expiration date of 31-mar-2018.

Manufacturer narrative:
The investigation determined that the qc was acceptable. Further investigation determined that the customer was using a sample tube that is not recommended for the e 601 module. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
There were no issues with other patient results after the event.